Manufacturer narrative:
There are two failed devices failed on the same day, from the same lot, returned by the customer for the issue of probe damage. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the teflon pad of the device was separated with a piece at the tip being missing. There is metal exposed. There also was a partial split of the teflon pad. The device probe check was successful. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation of the issue of probe damage. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the teflon pad of the device was separated with a piece at the tip being missing. There is metal exposed. There also was a partial split of the teflon pad. This medwatch is being submitted for the reportable issue of the teflon pad separation with missing piece and exposed metal observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the probe was damaged, due to contact with a surgical instrument or the non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1. The intensively worn of the tissue pad occurred, because ¿ seal & cut¿ output was activated, while grasping nothing with the grasping section. And the probe tip, or the output was repeatedly activated, after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. This following information, is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode, while the grasping section is closed .without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip. And the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue, so that users can confirm, it is transected. Also, stop activation immediately, after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur, due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation".

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.